Manufacturer narrative:
On 9-aug-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the tip of the vizigo sheath "folded back on itself when being inserted into the body." The sheath was no longer able to be advanced after this happened. When the sheath was replaced, the issue resolved. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed that the soft tip was scrunched and folded back. The damage observed could be related to the manipulation of the device during the procedure, however, this can not be conclusively determined. A device history review was performed for the finished device 60000145 number, and no internal actions related to the complaint were found during the review. The issues reported by the customer were confirmed. The sheath shaft rough issue reported by the customer could be related to soft tip condition. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the tip of the vizigo sheath "folded back on itself when being inserted into the body." The sheath was no longer able to be advanced after this happened. When the sheath was replaced, the issue resolved. No patient consequences were reported. Additional information: there was resistance against vasculature. The shaft appeared to crinkle back on itself. The soft tip was both buckled and wrinkled. Due to the resistance, the tip buckled. No resistance was noted when trying to insert or withdraw the dilator into/from the sheath. The dilator was able to move within the sheath. The damages relating to the sheath's overall failure to advance are MDR-reportable. The softness of the tip is not MDR-reportable.